Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings:during investigation, all the keypad buttons responded appropriately to user input. The keypad cover was found to be intact, it was removed to find no contamination under the button contacts. The original complaint of an under responsive ok button was unable to be confirmed. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. Evidence of moisture was present on the main printed circuit bard, keypad flex, and connector. Unrelated to the original complaint, a crack was found between the case seal and keypad cover. A crack in the battery compartment was found from below the battery compartment to the case seal.